Manufacturer narrative:
It was reported that the patient has an infection. Revision surgery is planned to exchange the poly inserts.

Event description:
It was reported that the patient has an infection. Revision surgery is planned to exchange the poly inserts.